Manufacturer narrative:
Blank display due to corroded electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test or verify unresponsive keypad, pump error 23, 49 and 68 alarms due to blank display. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer received blank screen then hanged the battery and after 5 minutes alarm displayed. Customer stated insulin pump receive multiple insulin pump errors. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.